Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Reportedly, 'lens did not load properly'. There was no patient injury. In a separate surgery the lens was exchanged with a lens of the same parameters and the problem was resolved. The cause of the event was reported as the device.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "4581-upside down implantation" should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).